Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 63, damage (physical or cosmetic), no communication pump to transmitter, lost sensor alarm. The customer reported, no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. Troubleshooting was performed. And the customer reported, receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated, that pump requires replacement. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Customer reported, a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested. And customer response was, the device will be returned. No product return is required for mmt-7841zn, no product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the self test. The pump was successfully downloaded using thump. No pump error 63 alarm occurred during testing. The pump was paired with a test guardian link 3 (gl3) transmitter (gt-7919680n) and a test plug. The pump was calibrated to the programmed test values properly. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. The pump history file lists data from 6/27/2024 thru 8/18/2024. Unable to verify pump error 63 on 5/1/2024 (event date) due to no available historical data however, there are no pump error 63 alarms found in the available data in the pump history file. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 63 alarm is not confirmed. No pump error 63 alarms found in the pump history file. Loss of pump to transmitter communication anomaly is not confirmed. Cosmetic damage (crack) on the select button of the keypad overlay is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.